Event description:
A customer reported an issue with a continuous glucose monitor (cgm) displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to perform a pump reset, and the customer successfully started their sensor session with no recurrence of the error code.